Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2002. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that patient underwent mesh removal with small bowel resection on (B)(6) 2006 at implanting facility due to mesh erosion into the bowel.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary problems, bowel problems, organ perforation, fistulae, bleeding, dyspareunia, and neuromuscular problems.

Event description:
It was reported that following insertion the patient experienced infection, urinary problems, bowel problems, organ perforation, fistulae, bleeding, dyspareunia, and neuromuscular problems.